Event description:
It was reported that the patient had a "full catheter and pump removal" due to mild redness and swelling at pump pocket site. There were no other patient symptoms reported. It was later reported that there was pinkness over pocket skin and a "puffy pump." Infection was suspected and cultures were taken. Upon opening the pocket, it was noted that catheter was pierced by the pin connector. The catheter was removed as a result of a break/ tear/hole. The outcome of the patient was reported as recovered without sequela. The device system was not replaced. The drugs delivered via pump were morphine and bupivacaine.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed catheter body broken; hole (or torn catheter) caused by metal pin of pump connector poking through. The distal end of segment 1 and the proximal end of segment 2 shows it to be somewhat jagged indicating it is more of a result of a break. The break likely due to patient anatomy. The anomaly seen was likely related to the metal pin pump connector poking through the catheter and resulting to a break. Also of note, there was a non-significant indent seen in the cup of the sc connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.